Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server¿s high memory utilization had been caused by the structured query language (sql) server service consuming nearly all available ram and most of the cpu. A technical support specialist (tss) performed a controlled restart of the sql service, which immediately returned memory usage to normal and stabilized the server. Further the tss informed the customer that a long-term fix would require reviewing and configuring an appropriate maximum memory limit for sql server to prevent recurrence. The customer confirmed that will adjust the settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was running out of disk space. The system was scanning areas on the server that should have been excluded, which resulted in increased cpu usage. The scanning activity impeded system processing and caused overall device slowness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.